Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Provided photo shows an iol being held with tweezers. One haptic appears to be missing. The other haptic appears to be broken (tip of the haptic is missing). There appears also to be some damage to the haptic arm. There appears to be some damage to the optic of the lens at the haptic gusset area as well as the optic edge. There appear also to be marks/lines on the optic of the lens. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, according to the surgeon during implantation through the cartridge and when using the injector the lens was deformed. Additional information was received stating that no patient contact and no patient impact.